Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen failed. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis #(B)(4): analysis was able to confirm the reported touchscreen failure; there was a deviation between the stylus and the cursor on the screen. The printed circuit board (pcb) for the touchscreen and display was out of electrical specification. The pcb and touchscreen were replaced. The touchscreen connector was cleaned, reseated, reset parameters, and calibrated. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.